Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: unique identifier (UDI) # - the lot number was unknown therefore the expiration date and manufacturing date was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.